Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, with small ketones, cause was unknown. Customer gave a correction bolus via the pump to address bg and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and released from the ER 8 1/2 hours later with the issue resolved and no permanent damage. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.